Event description:
Interrogation of the sprint fidelis lead prior to and during generator replacement was normal, but visual inspection of the lead revealed the outer insulation to have disintegrated, with fluid seeping into the outer lumen. Despite normal function of the lead, it was decided to cap the fidelis lead and place a new right ventricular (rv) ICD lead. The patient's outcome was satisfactory.